Event description:
Per third party repair center, the manifold valve isn't shifting, the pilot valve is leaking and the on/off switch has a short circuit correction/update: per third party repair center, the customer alleged low o2 or yellow light/ the manifold valve isn't shifting, the pilot valve is leaking and the on/off switch has a short circuit (B)(4). As stated on the repair statement additional malfunction on this device: on/off switch control panel has short circuited.